Manufacturer narrative:
Other applicable components a product ID: 3093-28, lot#: v705291, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 13-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they went to a different doctor for ins replacement due to normal depletion. They said that they noticed that something wasn't right, they found that the physician dislodged the lead and didn't implant the neurostimulator correctly so during this time the patient did not use the therapy at all. They went back to the original healthcare provider who replaced the complete system and informed the patient on what they saw. No patient symptoms were reported. No further complications were reported or anticipated.